Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blank display and high blood glucose readings. The customer's blood glucose reading was 500 mg/dl. The customer treated with syringes. The customer stated that the screen would go black and completely shut off. The product was not returned for analysis.